Manufacturer narrative:
No medwatch form was received. A partial lead with the distal tip measuring 41.6cm was returned for analysis. Internal insulation abrasion was noted at 12.8-14.0cm from the lead tip. The etfe coating was intact at this location. Without return of the entire lead a complete analysis could not be performed.

Event description:
It was reported that during interrogation multiple ventricular noise episodes diagnosed as vf were observed. Inappropriate therapy was delivered as a result. High pacing lead impedance was observed. The lead was explanted and replaced. The patient condition was good after the event.